Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Failure analysis lab (fa) report; carefusion fa lab received the suspect device. The suspect device was visually inspected and installed in a known good ventilator unit. The unit was power-up in user mode, and the fa lab technician noticed the touchscreen was intermittent. The fa lab technician attempted to calibrate the touchscreen, but the device failed. The reported issue by the customer was duplicated. Field service representative (fsr) report: the fsr evaluated the suspect device and found fluid in the touchscreen. The fsr replaced the front panel and ran the operational verification procedure (ovp).

Event description:
The customer reported that the touchscreen was freezing on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.